Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/manufacturer serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is 65 years old. The date of death is not available at the time of this report, as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: do we need to monitor the percentage of biventricular pacing day by day? International journal of cardiology. 2016;221:81-89.

Event description:
A journal article was reviewed which contained information regarding cardiac resynchronization therapy (crt-d) systems. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/manufacturer serial numbers. The article indicated that there were patient deaths identified. Of note, there is no allegation/relatedness between the system and the patients' deaths. The article also indicated that there were "device malfunctions" noted. The status of the systems is unknown. Further follow up did not yet yield any additional information and any additional information pertaining to the cause of death has been requested and not yet received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.